Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implantation using a large flexnav delivery system. The patient had a pre-existing trifascicular block. The length of the membranous septum was unknown, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail position was confirmed to be at the bottom of the non-coronary cusp (ncc). Following pre-dilatation, the patient¿s cardiac rhythm remained unchanged. During the procedure, after valve implantation, the patient developed third-degree atrioventricular (av) block. The final implant depth of the valve at release was reported as 5 mm. A temporary pacemaker was used, and the patient left the catheterization lab with it in place. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2026, a permanent pacemaker was implanted. The patient experienced a prolonged hospital stay for pacemaker implantation and remained hospitalized due to fever. As of (B)(6) 2026, the patient was still in the hospital due to fever. The implanter classified the event as related to the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.